Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files from the time of the event were submitted for review. The account reported that the alarms resulted from the patient's arrythmia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was diagnosed with ventricular arrhythmias on (B)(6)2022. The patient stated that they could feel palpitations and that most episodes had other symptoms such as dizziness, shortness of breath, and sometimes low flow alarms. The patient reported episodes of severe dizziness, instability while walking, and periods of ¿everything going dark¿ with their vision. No fall was reported at the time. The patient developed ventricular tachycardia on (B)(6) 2022. The patient was treated with adjustment of oral antiarrhythmic medication regimen and diuretic regimen adjustment. Arrhythmias have become much less frequent in nature. Patient may be worked up for ablation procedure in outpatient setting.